Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. No foreign material was observed on the shell surface. Visual examination indicates the device appeared intact. No other anomalies were discovered.  Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time.  Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.  A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time.  Reason for device explant and/or reoperation: capsular contracture IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a female patient underwent a breast augmentation revision with a 475cc mentor memorygel breast implant and suffered left-sided grave IV capsular contracture postoperatively. As a result, the patient had the device explanted and replaced with a 500cc mentor memorygel breast implant (catalog # 3505004bc, s/n (B)(4)) on (B)(6) 2017. On (B)(6) 2019, mentor became aware that psr submission reference numbers (B)(4) and medwatch report number 1645337-2018-01238 are duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number.